Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced deflation that was not intentional. The pump and reservoir were explanted and replaced. No patient complications reported.